Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Device not yet received by manufacturer.

Event description:
Reporter did not specify that exact date in which death occurred however, did state that death occurred 6 months ago. Best estimate of event is (B)(6) 2010. According to the information received, the home health aide reported that her patient had used the ut7010 tray which contains a sterile lubricant (subject to the triad recall). The health aide believes this could have contributed to the patient's death which happened approximately 6 months ago. The home health aide stated that the death certificate specifies- passed away due to septic shock, urinary tract infection and indwelling catheter. Health aide also stated patient had vulvar cancer.